Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the prograsp forceps instrument had a broken tip. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the tie rods were broken. No misaligned/bent tips observed. The instrument had the distal idler pulley broken. There were no broken off/missing pieces. The instrument did not have any broken/damaged cables. There was no damaged on the distal/proximal clevis nor between the proximal clevis and the instrument shaft. The instrument clevis pin was not loose or dislodged.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.